Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient had discomfort at the ipg site. Surgical intervention was undertaken and the ipg was repositioned higher into the lower back for comfort and was explanted and replaced. The patient's extensions were also explanted.